Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial:(B)(4) batch: 7020309.

Event description:
It was reported that the patient was experiencing pain in the legs, buttocks and the ipg site. It was also stated that the patient had burning sensation down the back of the arms. The patient was reprogrammed however, the patient still underwent an explant procedure. Additional information was received that the explanted devices were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7020309.

Event description:
It was reported that the patient was experiencing pain in the legs, buttocks and the ipg site. It was also stated that the patient had burning sensation down the back of the arms. The patient was reprogrammed however, the patient still underwent an explant procedure.